Event description:
It was reported that after starting to use the tube for a patient infected with serratia, the 15mm connector was discolored. It was reported that staphylococcus epidermidis was detected from the discolored part. The patient was re intubated. It was reported that the tube was checked prior-to-use.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provided new or significant information, a follow-up report will be submitted.